Manufacturer narrative:
(B)(4). Manufacturer comments: baxter initially received the event on (B)(6) 2004, at which time a causal relationship could not be determined given the lack of info provided by the reporter. Based on the info at that time, there was no reasonable association of the event with the floseal product. Therefore, the event was categorized as non-reportable. On (B)(6) 2004, while undergoing a FDA gmp audit at the baxter (B)(4) facility where floseal is manufactured, it was the FDA auditor's opinion that this event should be reported as a 30 day MDR. Therefore, baxter is submitting this event as a 30 day MDR.

Event description:
This is a spontaneous report from the united states involving a patient who had a redo thoracotomy for lung cancer resection on an unk date. The surgeon used floseal to seal the lung tissue. The pt developed acute respiratory distress syndrome in the postoperative period and died (date and time unspecified). No other details were provided.